Event description:
Boston scientific received information that this right ventricular lead displayed shock impedance measurements of greater than 125 ohms after a routine device change out procedure. Chronically, the lead had been displaying shock impedance measurements in the 40 to 50 ohm range. Trouble shooting was performed. The physician pressed on the pocket and the impedance came back into range. The pocket was reopened to verify connections. The lead was reseated and the pocket was flushed. The shock impedance was retested and verified to be within range and normal. There were no adverse patient effects. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.